Event description:
A (B)(6) old male pt contacted zoll customer support to report that his monitor was emitting a loud screeching noise and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(6) is currently underway. The reported problem (will not power on/high pitched noise) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board sn (B)(6). The root cause of the failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.